Manufacturer narrative:
The pod was received fully deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of first prime. Inspection of the ratchet gear after opening the pod found the firing flat of the ratchet gear to be lined up with the release bar. The firing flat was lined up with the release bar earlier than expected, as this is expected to occur at the end of the second priming sequence. Inspection of the drive mechanism and needle mechanism components found no damages that would result in the needle mechanism deploying early, indicating that the ratchet gear was incorrectly installed during manufacturing. This incorrect installation resulted in the firing flat being lined up with the release bar earlier than expected, resulting in the needle mechanism deploying earlier than expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The needle mechanism had fully deployed before the pod was able to be used. The pod was discarded.